Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a replacement of a pt's pump, the physician was unable to aspirate from either the catheter access port or the catheter itself. The catheter was noted as needing to be replaced. The reason for replacing the pump was not reported. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.